Manufacturer narrative:
N/a

Event description:
A patient in (B)(6) was undergoing continuous renal replacement therapy which included a prisma m100 pre set ckt. The nurse observed an external blood leak around the support plate, at the lower part of the set. The treatment was terminated and the extracorporeal blood volume was returned to the patient. The patient was not symptomatic and did not require medical intervention.